Event description:
It was reported that before an a-fib procedure started, the carto 3 system in use would not establish communication with the patient interface unit. Error 1 appeared. Some trouble shooting was attempted. However the issue was not resolved over the phone. The issue resulted in the case being cancelled. The patient was under local anesthesia. No transseptal puncture had been performed prior to the case cancellation. However, since the patient was already under conscious sedation; the patient required an extra day stay at the hospital. Patient's age, gender, and chronic health condition or major medical history information was not provided. The does not physician think there was any potential risk to the patient due to this cancellation.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that before an a-fib procedure started, the carto 3 system in use would not establish communication with the patient interface unit. Error 1 appeared. The issue resulted in the case being cancelled. The patient was under local anesthesia. No transseptal puncture had been performed prior to the case cancellation. However, since the patient was already under conscious sedation; the patient required an extra day stay at the hospital. The carto 3 system associated with the reported complaint was inspected by bwi field service engineer (fse). The main module was replaced by the fse. The issue was resolved. System was fully functional and ready for use. The defective main module was sent to the manufacturing site, where they tested the main module/card with a working system. The patient interface unit (piu) did not boot up and problem with communication was detected. Dsp cards master and slave were found faulty. Dsp master and slave were replaced and as a result problem was resolved, the piu booted up properly. The device history review was performed. No anomalies were noted in manufacturing or service of this device.